Event description:
A user facility reported that during implantation of the intraocular lens (iol) the haptic detached from the optic. It was reported that the wound was widened in order to remove the iol.